Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, trs-robo-8, anchor tissue retrieval system, was being used during a cholecystectomy procedure on (B)(6) 2025 when it was reported, "trying to take the gallbladder out, and the string broke when they would pull back closed." There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment from the reporter found the bag did not rip and there was nothing that fell back into the patient. There was no device fragmentation. The surgeon has to scrub back in to remove the bag. The incident caused a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised do not use the anchor tissue retrieval system if resistance is met upon deployment. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, trs-robo-8, anchor tissue retrieval system, was being used during a cholecystectomy procedure on (B)(6) 2025 when it was reported, ¿trying to take the gallbladder out, and the string broke when they would pull back closed.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment from the reporter found the bag did not rip and there was nothing that fell back into the patient. There was no device fragmentation. The surgeon has to scrub back in to remove the bag. The incident caused a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.